Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient recently experienced a subarachnoid hemorrhage requiring reduction in anticoagulation. The patient then developed hemolysis with a concern for thrombus. The patient received a pump exchange on (B)(6) 2018. Additional information was requested, but was not provided.